Event description:
The doctor wanted to insert zso-7-5 into the cbd through the prepositioned (jag wire 0.035 straight) wire guide, assistant nurse tried to straighten the zso-7-5 using a straightener. The nurse straightened zso's pigtail and passed a wire through, but the wire did not pass. The wire did not pass because the pigtail was bent. The new zso-7-5 was used .and wire guide was not changed.. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This supplemental report is being submitted due completion of the investigation on 07-apr-2023.

Manufacturer narrative:
Device evaluation: 1 x zso-7-5 device of lot c1948290 was not returned to cirl for evaluation.. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zso-7-5 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 device of lot number c1948290 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1948290. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1948290. It should be noted that the instructions for use (ifu0045) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Notify cook for return authorization¿. ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿. There is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide during device preparation. Summary: failure identified: stent kinked. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, this occurrence was prior to patient contact. Investigation findings could not conclude a definitive root cause. A possible root cause could be attributed to excessive force, whereby the kink occurred while being straightened as it was being loaded onto the wire guide during device preparation. Complaint confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.